Event description:
It was reported by the patient that when the start button of the previously working remote monitor was pressed, the transmission would not start. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor, did not power on. The monitor was replaced. No patient complications were reported as a result of this event.